Manufacturer narrative:
There is no documentation in the complaint file supporting a possible association between the liberty cycler and pt¿s subsequent event of peritonitis and the positive effluent fluid culture report of enterococcus. However, there is a likelihood of a causal relationship with possible break in aseptic technique/possible touch contamination during pd treatments and the resulting episode of peritonitis. There is no allegation against any fresenius products.

Event description:
Source documents were reviewed by a post market surveillance clinician. It was reported by peritoneal dialysis (pd) nurse this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) called into clinic to let her know he had fibrin. The nurse confirmed the patient was hospitalized for peritonitis (date unknown) and discharged (date unknown). It was revealed that the patient had been hospitalized for approximately two to three days within the past month ((B)(6)). The nurse confirmed the culture report was enterococcus and treated with vancomycin and ceftazidime the administration was through his supply bags (intraperitoneal route) (dose and duration unknown). The patient had confirmed that he had not experienced any symptoms and effluent was clear. Additionally, he reported that he had been to pd clinic each week for testing and already on antibiotics. The pd registered nurse (rn) added that the patient did not have fluid overload and the source of contamination was not known.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact called in and stated the patient didn't feel well and was feeling full. The patient's contact was advised to take the patient to the local hospital if it was an emergency. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated that the patient had fibrin and was hospitalized for peritonitis, the pdrn could not recollect date and stated the pd patient was being discharged on (B)(6) 2016. Culture revealed enterococcus and the patient was treated with vancomycin and ceftazidime. The patient did not have fluid overload. The source of contamination was not known. Medical records were requested.